Manufacturer narrative:
It was reported that the weld on the home care bed broke ("the crossbar at the end of head section is broken on the side of the bed at the weld"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer informed "the crossbar at the end of head section is broken on the side of the bed at the weld".